Event description:
It was reported that using a right femoral artery access approach during a procedure of the mildly tortuous, mildly calcified, heavily stenosed distal circumflex artery the balance middleweight (bmw) guide wire was placed and while backloading the 2.5 x 18 mm xience xpedition stent delivery system (sds) over the guide wire the sds shaft was kinked and the guide wire was also kinked so the devices could not be removed separately. The two devices were removed from the anatomy as a system without issue. A second bmw guide wire and several xience xpedition stents were used to complete the case with a good result. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The kink was able to be confirmed; however, the difficult to position/remove the guide wire was unable to be confirmed. The device causing damage to another device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported for difficult to position/remove the guide wire, kinks, or device causing damage to another device from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. The balance middleweight guide wire referenced is being filed under a separate medwatch MFR number.